Manufacturer narrative:
E1 reported phone number: (B)(6). Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid leak and inflation issue was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn to the filament; no leak was found. The pump was functionally tested and did not pass the 8lb activation test. The pump therefore required more than 8lbs. Of force to activate. The ams700 cylinders were visually inspected, leak tested, pressure tested and microscopically examined. Both cylinders had wear at a fold in the proximal cylinder body and in the cylinder body. Cylinder 1 had a leak in proximal cylinder body attributed to wear at a fold. Cylinder 1 was not pressure tested due to the leak identified. Cylinder 2 passed all tests performed; no leaks were found. Under the microscope, it was observed that both cylinders had a hole in the outer tube that was the result of wear at a fold. Product analysis confirmed the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not possible to activate/inflate the device due to fluid loss. During the surgery, an iatrogenic lesion of the neobladder occurred. The lesion was a perforation of the neobladder that occurred during the device explant. This led to an additional incision and neobladder repair. Due to his permanent anticoagulation, the patient also revealed a massive scrotal hematoma. It was expected that the recovery would take more time as usual. Refer to MFR report number (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not possible to activate/inflate the device due to fluid loss. During the surgery, an iatrogenic lesion of the neobladder occurred. The lesion was a perforation of the neobladder that occurred during the device explant. This led to an additional incision and neobladder repair. Due to his permanent anticoagulation, the patient also revealed a massive scrotal hematoma. It was expected that the recovery would take more time as usual. Refer to MFR report number 2183959-2021-13939